Manufacturer narrative:
The guiding wire had been discarded by the hosp, so no returned product analysis will be available.

Event description:
During a coronary stent procedure, the vessel was pre-dilated and attempts were made unsuccessfully to place a stent. After another dilatation, contrast was observed. The patients' blood pressure started to drop and the patient coded. A pericardial centesis was attempted and complications were experienced. The patient subsequently expired.